Manufacturer narrative:
The qbc seal rubber gasket was coming out of the bore was replaced and the system was handed back to the customer for use. The failure of the qbc seal to remain in place is considered a malfunction. Remedial action: a field action was initiated under (B)(4). A field safety notification was sent to the customers informing them about this potential issue. The field correction has since been made available to the field in (B)(6) 2024.

Event description:
Philips received a report that the quadrature body coil (qbc) rubber gasket was coming out of the bore. This seal is used for protection, to avoid the patient from potentially contacting the sharp edges of the magnet covers. If this seal is loose, it is likely that this could lead to serious injury.